Event description:
Twenty ga introducer placed in the pt's back. Needle disconnected from hub. Physician turned to get hemostats to remove the remaining needle when pt moved causing needle to migrate into pt's skin. Needle had to be removed with scalpel/surgical procedure. Pt recovered.